Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately three years six months post vena cava filter deployment indicated for lower extremity deep vein thrombosis, extensive thrombosis of the bilateral lower extremities was identified. The patient underwent placement of a suprarenal inferior vena cava filter and subsequent pharmacomechanical thrombolysis of the iliocaval system and balloon angioplasty of the bilateral iliacs and the inferior vena cava filter was performed. The patient was discharged on hospital day fourteen to a rehabilitation facility with diagnoses of a large left retroperitoneal hematoma with unknown cause, and severe swelling in bilateral lower extremities status post caval and iliofemoral occlusions. At some time post filter deployment, it was alleged that the filter detached, perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years and six months of post-deployment, cavogram demonstrated that the celect filter was deployed in a suprarenal location with significant amount of thrombus in the mid to superior inferior vena cava, cephalad to the existing inferior vena cava filter. Computed tomography of abdomen, pelvis and chest showed extensive thrombosis of the left pelvic and lower extremity veins and thrombosis of the right iliac, portion of the common femoral and the right profunda. It was compared with the scan performed on previously, supine view of the portable abdomen demonstrated that two vena cava filters were identified. The more caudal vena cava filter terminated at the l3 level and the more superior likely reflected a suprarenal inferior vena cava filter terminated at the t11 -t12 level. After, it was reported that there was an occlusion at the site of previously placed filter. After two days, computed tomography of abdomen and pelvis without intravenous contrast was performed due to retroperitoneal hemorrhage, and the result showed that two inferior vena cava filter was in place, one above the renal vein and one below with legs extended beyond vessel wall but no evidence of acute paracaval hemorrhage. Therefore, the investigation s confirmed for the perforation of the inferior vena cava (ivc), and occlusion of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt, and filter limb detachment. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: potential complications: caval occlusion: the probability of this occurring should be weighed against the inherent risk/benefit ratio for a patient who is experiencing pulmonary embolism, or who is likely to do so without intervention. H10: b5, b6, b7, d10, d4 (expiry date: 03/2013). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient presented with a right leg dvt, therefore, vena cava filter placement was requested. Using a modified seldinger technique, the left femoral vein was accessed and the filter was deployed at l2-l3 level without incident. Pressure was applied for hemostasis. The patient tolerated the procedure well without complications. Approximately three years six months post filter deployment, the patient presented with an acute onset of lower back pain. A CT scan demonstrated a retroperitoneal hematoma with no definite source identified and left iliac vein thrombosis. The patient was admitted but became progressively acidotic with rising lactate and reported weakness and numbness of the bilateral lower extremities and was then transferred to another facility for further evaluation and management. During the hospital stay various modalities of imaging were performed and demonstrated: right severe perfusion deficit to the right great toe; evidence of moderate hemodynamically significant stenosis of the aorta, and/or left iliac, and/or lower extremity arterial system; extensive thrombosis of the left pelvic and lower extremity veins and thrombosis of the right iliac, portion of the common femoral and the right profundal, all caudal to the venous filter; no acute hollow or solid organ injury within the abdomen or pelvis; peripheral displacement of several of the lower lumbar nerve roots of the cauda equine within the thecal sac raising suspicion for arachnoiditis; and significant mass effect upon the exiting left sacral s3 and s4, and to a lesser extent s2, nerve roots likely from displaced pelvic musculature from the large left retroperitoneal hematoma. The patient underwent suprarenal ivc filter placement, pharmacomechanical thrombolysis of the iliocaval system and balloon angioplasty of the bilateral iliacs and the ivc. The patient was discharged on hospital day 14 to a rehabilitation facility with diagnoses of a large left retroperitoneal hematoma with unknown cause, and severe swelling in bilateral lower extremities status post caval and iliofemoral occlusions. Per the medical records available for review, no references to removal of the initial filter were found. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed. Three years and six months post filter deployment, a CT scan demonstrated a hematoma with no definite source identified and left iliac vein thrombosis. Additional imaging was performed and demonstrated extensive thrombosis of the left pelvic and lower extremity veins and thrombosis of the right iliac, portion of the common femoral and the right profundal, all caudal to the venous filter; no acute hollow or solid organ injury within the abdomen or pelvis. Based on the medical records, it can be confirmed that patient had thrombosis after filter implantation. However, the investigation is inconclusive for any deficiency associated with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: caval occlusion: the probability of this occurring should be weighed against the inherent risk/benefit ratio for a patient who is experiencing pulmonary embolism, or who is likely to do so without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately three years six months post vena cava filter deployment indicated for lower extremity dvt, extensive thrombosis of the bilateral lower extremities was identified. The patient underwent placement of a suprarenal ivc filter and subsequent pharmacomechanical thrombolysis of the iliocaval system and balloon angioplasty of the bilateral iliacs and the ivc was performed. The patient was discharged on hospital day fourteen to a rehabilitation facility with diagnoses of a large left retroperitoneal hematoma with unknown cause, and severe swelling in bilateral lower extremities status post caval and iliofemoral occlusions. No additional information surrounding this event was provided in the medical records received.